Manufacturer narrative:
The pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" error alarm noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had intermittent button response due to flattened act and up arrow buttons dome switch. The keypad connector was fully locked. The pump had minor scratched lcd window. The pump was received without the belt clip and no physical damage to belt clip slot noted.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer received no delivery alarm and high blood glucose levels. The customer's blood glucose level at the time of incident was 160mg/dl. The customer's levels had been as high as 554mg/dl. The mother states the customer had been hospitalized for the highs. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.